Manufacturer narrative:
Co standard procedure includes attempting to obtain all required information from the source.

Event description:
The complaint reported an under -delivery for a clearstar pump list #m771 used with a female;the medical history was not reported. It was reported that the pump was set to 75 ml/hr, but a "significant" amount of feeding was left in the feeding container at the expected end of the feeding time. It was also reported that the pump continues to run when the feeding container is empty and does not alarm. It was reported that the child was not gaining the expected amount of weight, which is considered a serious injury/serious illness. A product problem (under-delivery; unknown amount) has been reported to be associated with this complaint.